Event description:
It was reported that balloon rupture occurred. The patient presented with intermittent claudication. The 95% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation and was initially inflated at 12 atmospheres for 30 seconds. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon was ruptured vertically. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.